Event description:
On 03/11/2026, dr. (B)(6) reported that the appliance anchor point broke. No permanent injuries were reported. No additional information was provided.

Manufacturer narrative:
The device has not yet been returned for analysis. The evaluation of the device is pending. Once the investigation is completed, a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).